Event description:
During an upper endoscopy with balloon dilation, a cook hercules 3 stage balloon was used. The balloon was inflated in the esophagus with water and contrast. The balloon was inflated to the first stage and deflated. During the attempt to inflate to the second stage, there was no fluid. Our laboratory evaluation confirmed a split in the balloon material. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory investigation of the product said to be involved confirmed the report. A visual examination of the balloon material confirmed the presence of a large split in the balloon material. The split is positioned length-wise on the balloon component and is approximately the same length of the balloon. The section of the balloon material is missing from the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the info provided indicated the balloon was inflated prior to pt contact. This is the most likely cause for the reported observation. The instructions for use contain the following precaution: "do not pre-inflate the balloon." Pre-inflation can lead to damage of the balloon material when the device is advanced through the endoscope. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the info provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.